Manufacturer narrative:
Following completion of analysis, this event will be further updated.

Event description:
It was reported that during that attempted implant of this lead, poor sensing and higher than expected, pacing thresholds were exhibited even after several lead position adjustments. For this reason, the lead was removed and replaced with an active fixation lead model. The original attempted implant lead was returned for laboratory analysis. No resulting adverse patient effects were reported.